Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer was hospitalized for low blood glucose on (B)(6) 2022. Blood glucose reading was 22 mg/dl treated with intravenous insulin drip. Customer was unresponsive in special care unit. The customer had symptoms such as sweating, fatigue and weakness. The customer was treated with glucose shots every 15 minutes. Customer had been using the insulin pump within 48 hrs of reported low blood glucose level and the auto mode feature was not active during the incident. The insulin pump will not be returned for analysis.